Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer had been having issues with inserting the catheter. Also stated that the customer was met with resistance at a certain point and experienced bleeding. The customer went through two catheters before customer was able to get one inserted successfully to void. No medical intervention was reported.

Event description:
It was reported that the customer had been having issues with inserting the catheter. Also stated that the customer was met with resistance at a certain point and experiences bleeding and goes through two catheters before getting one inserted successfully to void. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. A potential root cause for this failure could be "rough or irregular shape". The device was used for treatment, though it was unknown if the device was related to the reported event or met specifications since a sample was not returned. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the intermittent catheter product ifus are found to be adequate based on past reviews. The device was not returned.